Event description:
It was reported that the device was fired across the cystic artery, the clip would not completely form and fell off. Another device was used to complete the case. There was no consequence to the pt.